Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the horizon line on the display was changing randomly resulting in inverted movements. Before calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer already restarted the system without improvements. The surgeon explained that this started after they had flipped the 30-degree endoscope. The isi tse checked the logs and found no indications was identified. The tse advised to replace the endoscope and restart the system. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-endoscope was analyzed and found to have rotation issue. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis.